Event description:
Prytime is filing this report in an abundance of caution due to the presence of an introducer sheath, which may have contributed to a thrombus formation requiring an embolectomy. The presence of a device within the bloodstream could not be ruled out as a potential contributor. It was confirmed that the user facility utilized the OEM introducer sheath supplied in prytime's convenience kit. On october 5, 2022, prytime was notified of this thrombus formation. The reporting trauma surgeon believes that the thrombus formation was likely caused by overcorrection of coagulopathy by anesthesia using txa. There is no reported or alleged failure of the kit components, the kit, or its labeling. In addition, there is no reported or alleged failure or deficiency of the prytime catheter or its labeling. The patient was involved in a motor vehicle accident. Guided ultrasound access was performed and gained on the right femoral artery. The reboa catheter was inserted and was used with no issues. Patient had a bowel injury and colon injury. After the procedure was completed, the catheter was removed in the or; in the evening, the sheath was removed in the ICU. Post sheath removal, an arterial thrombus was discovered at the location of the sheath. The following day, an embolectomy was performed by a vascular surgeon. Per the surgeon, the patient was noted to have regained function and was eating.